Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient had a new pain, surgery was needed and the physician wanted to perform a full lumbar MRI pre-surgery. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial#: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.